Manufacturer narrative:
The insulin pump was returned with hardware low level failure alarm with variable 003 was confirmed in pump history due to cold solder joint at the u1 keypad assembly. However, the insulin pump was received with the operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer's blood glucose was 30 mg/dl and the sensor glucose was 22 mg/dl at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.